Event description:
On (B)(6) 2008, the pt was implanted with an scs system. During a ipg replacement on (B)(6) 2010, invalid impedance was observed. It was discovered that the cause of the high impedance was due to the extension. The extension was explanted and replaced.

Manufacturer narrative:
Eval results: the device history and sterilization records were also reviewed. The extension was visually inspected and appeared discolored. Separation between the electrodes and spacers at the terminal end were noted and tissue was found on channel 8 electrode at the terminal end. No visual wire breaks were noted. The extension failed continuity testing and channel 3 measured less than 4 ohms, all other channels measure open. Stress testing does not reveal the location of the open. Conclusion: the claim was confirmed. As received the extension failed continuity testing and channels 1, 2, and 4-8 are open. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.